Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). Around 1:00 pm, the result from the meter was 1.7 inr and around 2:00 or 3:00 pm the laboratory result using an unknown reagent was 2.2 inr. The therapeutic range was 2.0-3.0 inr and the customer tests monthly.